Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. Intravenous antibiotics were administered to the patient. There were no additional adverse effects reported.